Manufacturer narrative:
Additional information: concomitant medical products, device evaluated by MFR plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k dry acid 99 gallon unit machine had a visibly melted pump assembly housing. The plastic housing on the pump assembly was melted and reportedly gave off a burned plastic smell. The melted housing was found when the biomed was servicing the machine for staying in drain mode, which ran the pump dry and overheated the pump housing. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The pump housing was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted distribution board. The biomed confirmed there was no observed smoke, spark, flame, or arcing due to the issue. The biomed replaced the pump assembly and pump dry sensor, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The was reportedly available and would be to be returned to the manufacturer for physical evaluation.